Event description:
The customer sent the device to physio-control for repair after it was dropped and the ECG connector broke. Physio-control evaluated the device and observed intermittent operation of the device power on/off button. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the user interface pcb, system controller pcb and the keypad assemblies to resolve the intermittent failure. Physio repaired the device and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Physio-control¿s further evaluation of the removed user interface pcb assembly determined the cause for the problem to be the on/off button metallic dome surface that was worn and required more pressure than normal to engage. As such, the on/off button responded intermittently with normal pressure. There was no failure with the removed system controller pcb assembly and no further analysis completed for the removed keypad due to damage that occurred during repair.